Event description:
The blocked channel was discovered after the diagnostic exam. The procedure was completed with the suspect device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A full technical evaluation was completed in accordance with the specification and the results shows that there was air/water flow issues. There were few additional findings. The connector was corroded. The bending angulation was out of specifications. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited clogged air channel. The device was returned and an evaluation at the repair center revealed clogging of the air/water channel with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.